Manufacturer narrative:
Device evaluation of the monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed a functional test. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the wires within the cable. The root cause for the strained cable was excessive force. There is no indication that the damaged electrode belt contributed to the patient's passing. Manufacture dates: monitor: 1/13/2016, electrode belt: 8/24/2015.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing. An emergency physician was called and attempted to resuscitate the patient without success. The patient was not taken to the hospital and was pronounced dead at home. Review of the patient's download data revealed that prior to passing, the patient experienced a treatable arrhythmia. Per review of the patient's continuous ECG recordings, the patient was in an idioventricular rhythm at 30 bpm-60 bpm with nsvt, CPR/motion artifact, and electrode lead fall off. The rhythm then degraded to asystole. The rhythm then degraded to vf with CPR/motion artifact. At 18:30:36, the patient received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact and electrode lead fall off. The patient's post-shock rhythm was vf with electrode lead fall off. The patient was in detection the sequence for approximately 25 seconds before receiving the defibrillation. The lifevest typically requires 30 seconds of sustained vf before delivering a treatment. At 18:33:08 the patient received a second non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact and electrode lead fall off. The patient's post-shock rhythm was asystole with CPR/motion artifact and electrode lead fall off. The patient was in vf for 1 minute and 18 seconds before the second non-lifevest treatment was delivered. CPR/motion artifact and electrode lead fall off prevented the lifevest from treating the patient during this time. The patient's rhythm then transitioned to vt at 130 bpm with CPR/motion artifact and electrode lead fall off. The patient's rhythm was below the patient's physician prescribed treatment threshold of 150 bpm which prevented the lifevest from delivering a treatment. The rhythm then degraded to asystole with intermittent vf with electrode lead fall off. The rhythm then transitioned to vt at 120 bpm slowing to vt at 100 bpm with electrode lead fall off. The rhythm then degraded to asystole with CPR/motion artifact and electrode lead fall off. The lifevest was shutdown at 19:24:10. There is no indication that a device malfunction caused or contributed to the patient's passing. CPR and motion artifact and external defibrillations prevented the lifevest from delivering treatments.